Event description:
I had essure placed in 2010 after my daughter was born. Immediately I had weight gain as if my body didn't know I wasn't pregnant anymore. I gained 90 pounds over the next 4 years. I have severe pain in my abdomen in my tube/uterus areas sporadically, sometimes debilitating making me unable to walk. Sometimes when I move it feels like my insides are tearing. I have had a constant pain in my right side kidney for the last year. I have had random rashes that will spring up from head to toe every year or so. I have ridiculous periods that cause me to bleed all over when this never happened prior. I have had my legs and ankles swell for no reason. I have had a bloated belly for years. I have had my face swell, random face pains. I have had gallbladder surgery where my gallbladder had a"sac" of gallstones, sludge and swelling. I have had severe exhaustion and lethargy and feel like I am aging faster than I should be. I have had severe heartburn and gastrointestinal issues. I have had numbness in the front of my face and limbs. I have low calcium and require supplements daily. I have extreme insomnia and very rarely sleep well. I still have the device in and will one day soon seek removal.